Event description:
Consumer called to report comparing her meter readings against a lab reading. Analysis run on consensus error grid using lab reading (55) as a reference point vs bd readings (255) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Verification of the accuracy for this lot was performed against the current version of the inspection test procedure. Lot passed criteria outlined in the test procedure. Will continue to monitor on monthly complaint trend reports.